Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the top connection has become loose causing the feed to leak at the connection point. There was no patient harm reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Two (2) opened, unused sample were returned for the analysis. On initial review of the returned samples no issue could be found. Both samples were leak tested and both samples failed the leak test. A second visual inspection was performed, and the reported issue can be confirmed. The 3 in 1 connector was not bonded to the tubing. On review of the tip of the tubing, cyclo cannot be seen on the tip of the tubing. The spike line tiromat assembly sets use a suitable amount of cyclo to bond the spike to the tubing. On review of the returned sample, it can be determined that no cyclo or not enough cyclo was applied. A possible root cause is a step in the swi (standard work instructions) was omitted and that the set was packed without the spike being bonded to the tubing or not enough cyclo was used, and the spike fell off. All relevant operators in the manufacturing area were made aware of this reported issue and the returned samples were decontaminated and brought down to the cleanroom and all relevant operators were shown the returned samples.